Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2005" the plaintiff was implanted with an "ams sparc sling system" to treat for urinary incontinence. "In or about 2006" the plaintiff "began to experience complications" and sought medical attention and underwent two additional surgeries to revise and then remove the device. The plaintiff's attorney alleges that the plaintiff has suffered "serious bodily injuries" and "extreme pain, erosion of her internal bodily tissue, continual bladder and urethral infections" and "other injuries." The plaintiff's attorney also alleges the plaintiff has experienced "significant mental and physical pain and suffering" and "sustained permanent injury." The plaintiff was recently implanted with an unk pelvic mesh product. The plaintiff's attorney also alleges that the plaintiff was "injured in her health, strength and activity, sustaining injury" and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.